Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec), observed two broken assessed on posterior side as an unidentified (tear) opening and observed missing shell assesses as inconclusive. Additional observations: ¿ non-penetrating nick observed on the device. ¿ crease fold and wear abrasion observed on the device.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Event description:
Patient reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.